Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed because the receiver would not power on. The log was not for review because the receiver would not power on. The receiver case was opened, and an internal visual inspection was performed and failed due to moisture damage. Pictures were taken. Confirmation of the complaint was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.